Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel smearing. The following information was provided by the initial reporter: " in the use of tube #367528, a phenomenon that additives are rising/floating after centrifugation has been frequently occurring since around (B)(6) 2021."

Manufacturer narrative:
Investigation summary: material #: 367528, lot/batch #: 0325027. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to gel smearing as all samples met specifications. 4 retained tubes were drawn with horse blood, mixed. They were then centrifuged at 1300g for 10 minutes, before being examined under magnification, for any signs of gel smearing. None were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.